Manufacturer narrative:
(B)(4).

Event description:
It was reported that four days after the device was implanted, the patient developed a staph infection. It reportedly ¿came and went¿ and there was ¿one spot¿ that was persistent. The patient¿s skin, where the device was implanted, was red. The night prior to the report, it was burning and the patient couldn¿t lay on it. It was noted that the patient put medication around it. Two weeks later, it was reported that the infection was at the implantable neurostimulator (ins) site. The patient was reportedly treated with keflex and bactroban and the patient got better. Then the area became red again. The patient was treated with bactroban twice following a subsequent infection and the patient got better. Afterwards, the patient developed blisters ¿in the corners¿ and one along the incision of the ins. A small incision was made by the patient¿s healthcare provider and puss was removed from the area. It was noted that the hcp believed the device would be removed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v896640, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was later reported that perioperative antibiotics were administered. It was noted that the patient did not have meningitis. Symptoms included redness, drainage, and pocket erosion at the device pocket. A culture found pseudomonas. There was a total system explant and the infection resolved.